Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from the pusher assembly. Further evaluation revealed that the pull wire was inside the pusher assembly ddt, the proximal constraint sphere was within the ddt, and the sr component was fractured. If the device is retracted against resistance, damage such as an sr component fracture may occur. This likely contributed to the detached embolization coil. Further evaluation also revealed offset coil winds on the embolization coil, and the sr component was fractured within the embolization coil. The root cause of this damage could not be determined; however, the cause of this damage may have contributed to resistance during retraction. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils, a lantern delivery microcatheter (lantern), an angiographic catheter, and a non-penumbra guide sheath. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician implanted an embolic device into the target location. Next, the physician began to embolize another part of the target vessel with a pod coil, three non-penumbra coils, and two pod packing coils (pod pcs). After advancing another pod coil into the target location, the coil unintentionally detached when it was advanced approximately one third of the way outside of the lantern. Therefore, the physician removed the detached pod coil by pinching the guide sheath with forceps and removing the guide sheath, lantern, and pod coil together from the patient. The procedure was completed using a stent graft without additional coil embolization. There was no report of an adverse effect to the patient.